Event description:
Ring failure. Implanted 2004. Abdominal pain w/o 2006. Lap procedure a week later found mesh "rolled up." Went to open procedure and found ring broken and "sticking up." Explanted and discarded mesh.